Event description:
Philips received a complaint by the customer on the v60 indicating that the oxygen levels were low. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The investigation is ongoing.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp confirmed there was no harm to a patient(s) as a result of this issue. The asp reported the system was operating normally at time of evaluation; issue occurred due to insufficient oxygen pressure. The hospital internal oxygen supply system was adjusted by user, the equipment returns to normal. Functional test were performed as verification and confirmed that there was no abnormality in the device. It has been concluded that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16551.